Manufacturer narrative:
The device will not be returned. A product analysis will not be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a mastiodectomy the facial nerve was exposed, yet there was no response from the nim system. The case continued. The issue was resolved by testing with the patient simulator, which confirmed the system was responding correctly. There was no patient injury or impact reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.